Manufacturer narrative:
The actual device was not available; however, a photograph of the sample, a video, and a companion sample were provided for evaluation. Visual inspection of the photograph showed an eva tpn bag with what appeared to be liquid on a table near it; however, the reported issue could not be confirmed based on the provided photo. Visual inspection noted no obvious physical defect. Functional testing was performed and no leak was noted. Review of the video provided by the customer evaluation of the attached video files clearly showed a leak from the bottom corner of the bag due to an incomplete weld. The reported issue was verified based on the video. The cause was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva tpn bag had leaked from the corner of the bag. This event occurred before use of the device. There was no patient involvement. No additional information is available.